Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet did not charge as expected on the wireless charging pad, with the indicator light remaining green and the device gaining only about 13 percent over two hours, consistent with a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the charging pad, aligning with a charging problem of the battery charger component. The device itself held charge normally when not using the implicated pad. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.